Event description:
It was reported that during service and repair pre-testing, it was observed that the console device displayed an e8 error. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliably engineering evaluated the device and observed that the device was displaying an e8 error. The device was disassembled which found that the printed circuit board was bad. The reported condition was confirmed. The assignable root cause was determined to be due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.